Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to intermittent oversensing. The ICD was removed at the same time because it was near eri. There were no patient side effects reported. Should additional information become available, this event will be updated.